Event description:
The customer reported the device will not charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device will not charge the battery. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The power supply and battery were replaced to resolve the reported issue. We will consider this a power supply malfunction.